Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Maude report ((B)(4)) submitted by an attorney states that, after receiving a tha in 2009, a patient had a leg length discrepancy of approx 1/4". In 2009, she reported swelling in her hip and an aspiration was performed. In 2009, she had a debridement of scar tissue. In 2010, she still complained of pain and was using a cane. In 2010, she had some fluid collection in her hip. In 2011, her chromium and cobalt levels were slightly elevated. In 2011, she was having some clicking in her hip. Her ion levels continued to be elevated throughout 2011 and 2012. She was revised in 2012 due to elevated ion levels and continued pain. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
(B)(4) report submitted by an attorney states that, after receiving a tha in 2009, a patient had a leg length discrepancy of approx 1/4". In 2009, she reported swelling in her hip and an aspiration was performed. In 2009, she had a debridement of scar tissue. In 2010, she still complained of pain and was using a cane. In 2010, she had some fluid collection in her hip. In 2011, her chromium and cobalt levels were slightly elevated. In 2011, she was having some clicking in her hip. Her ion levels continued to be elevated throughout 2011 and 2012. She was revised in 2012 due to elevated ion levels and continued pain.